Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose was 540 mg/dl one night. The patient stated that his insulin pump ran out of insulin while he was asleep. The customer did not mention any symptoms of hyperglycemia. He treated with insulin pump therapy. No further details were provided regarding the hyperglycemic episode. The insulin pump was not returned for analysis.